Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported the menu button on the pump is not always working. Caller stated he has to press it several times before it works. No adverse event reported. Requested return of the alleged pump for evaluation.